Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: the "cap is falling off causing spillage and redraws."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: the "cap is falling off causing spillage and redraws."

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2080614. D.4. Medical device expiration date: 31-dec-2022. H.4. Device manufacture date: 05-apr-2022. D.9. Device available for eval? Yes. D.9 returned to manufacturer on: 06-sep-2022. H.6. Investigation summary: bd received 1 sample from the customer in support of this complaint. The 1 sample was inspected with no issues being identified. The hemogard closure assembly was correctly attached to the tube and was not loose. Functional testing performed on the sample tube and revealed very little vacuum; this is likely caused by the cap being removed prior to being returned. Additionally, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were functionally tested and no issues with the hemogard closure assembly being loose or separating during or after the draw testing were observed and, no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was able to confirm the customer¿s indicated failure mode with the sample provided; however, the failure mode could not be duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.